Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case.  Please reference related manufacturer report no: 2015691-2018-00359. Investigation is ongoing.

Event description:
As reported by the edwards european affiliate, during the implant of a 29mm sapien xt valve in the pulmonic position balloon inflation was started distally and it was not possible to keep the delivery system in position, resulting in the valve embolizing almost instantly towards the right pulmonary artery. Despite many attempts to block the valve in the distal part of the stent. The procedure was converted an open procedure. The stents and migrated valve were successfully explanted and a 21 biological surgical valve was implanted and the rvot reconstructed with a pericardial patch. The patient is currently stable in the ICU. To be noted, the landing zone for the valve was very short and the proximal (rvot) and distal (pulmonary artery bifurcation) zones were very dilated. Additionally, due to the patient¿s tortuous anatomy the decision was made to retract the sheath in the ivc, exposing the delivery system balloon with valve, then crossing the tricuspid valve and rvot to get to the intended deployment zone.

Manufacturer narrative:
The novaflex + delivery system was not returned to edwards lifesciences for evaluation. Cine/fluoroscopy from the procedure post-valve deployment were provided for evaluation. No imagery of valve deployment was given thus the complaint is unable to be confirmed. In the imagery provided, the valve appears deployed and free moving in the right pulmonary artery (non-target location). A screenshot from this imagery shows the tracking path of the delivery system through the vasculature along with the fully deployed valve. A DHR review of relevant work orders did not reveal any manufacturing related issues that could have contributed to this reported event. A lot history review did not reveal other complaints under the work order for ¿delivery system ¿ inflation difficulty¿. A review of complaint history from february 2017 to january 2018 revealed to no other complaints for the novaflex + delivery system for ¿delivery system ¿ inflation difficulty¿. A review of complaint data for january 2018 revealed that the complaint rate did not exceed the control rate for the complaint trend category ¿inflation, deflation difficulty¿. No IFU/training deficiencies were identified. During the manufacturing process, the entire delivery system is visually inspected and tested several times. Additionally, the work order underwent product verification testing as a requirement for lot release. Five lot samples were taken for testing. No failures occurred during product verification testing and the lot was released. The inspections and tests described above support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. The complaint for ¿delivery system ¿ inflation difficulty¿ was unable to be confirmed. Relevant imagery was not provided from the procedure and due to no device being returned for evaluation, no visual inspection, functional testing, or dimensional analysis was performed. Prior to inflation, the instructions states for the user to move the flex catheter tip just proximal to the double marker, which will help maintain stability during deployment while ensuring unobstructed inflation. In this case, it is unclear if this was performed and it was reported that ¿it was not possible to keep the delivery system in position¿ during inflation. The tracking path of the delivery system would include several bends to get to the intended landing zone, and with the patient¿s short latter and dilated rvot and pulmonary artery bifurcation zones, could make it difficult to maintain control of the delivery system during deployment thereby experiencing inflation difficulty. Available information suggests that patient/procedural factors (tortuous pathway to landing zone) may have contributed to the reported events. However, a definite root cause could not be determined. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no manufacturing non-conformances were identified in the product evaluation, and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions are required. Additionally, since no manufacturing non-conformances were identified in the evaluation and the occurrence rate does not exceed the complaint trending control limits for january 2018, a pra escalation is not required.